Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump was monitored and no blank display was noted. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.

Event description:
It was reported that the insulin pump had a blank display, which was not resolved by a battery replacement. The blood glucose reading was 5.3 mmol/l. Upon troubleshooting, it was found that the display did not return. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.